Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced device stabbing in the chest whenever device goes off. Doctor suggested to turn off device. This ICD was explanted, and a new cardiac resynchronization therapy defibrillator (crt-d) was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block f10 and h6. This supplemental report was created to capture information correction.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced device stabbing in the chest whenever device goes off. Doctor suggested to turn off device. This ICD was explanted, and a new cardiac resynchronization therapy defibrillator (crt-d) was implanted successfully. No additional adverse patient effects were reported.